Event description:
The customer used the suspect device to check their blood glucose level. Pt obtained a result of 500mg/dl and administered an extra 12 units of insulin. Pt was later involved in an automobile accident. Pt then stated that pt was hospitalized. No other information was provided. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.